Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device emitted beeping tones for several weeks. The patient with this device was presented in the emergency room (ER) with symptoms of lightheadedness. Upon device interrogation, a fault code indicating voltage too low for remaining projected longevity was observed. Technical services was consulted and recommended device replacement. Device memory was attempted to be saved to a disk, however, were unsuccessful. The local area sales representative indicated that the ER staff was to determine next steps. No further information was available.